Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported the stitching was coming unstitched around the patient's pump. It was reported around thanksgiving; the patient was sick and was coughing a lot. It was believed by the reporter that coughing so hard and for so long, "caused the problems with the pump." The pump was refilled on (B)(4) 2013 at which time it was reported the health care provider (hcp) had "a hard time finding the port hole." It was reported it took "about" four sticks; the hcp had to use fluoroscopy x-ray. It was reported the pump had turned sideways and had tipped forward "at an odd angle." The reporter stated, "he almost couldn't get the needle in to do the refill and he said if it moved anymore that he was going to have to go back in and stitch it back down because he wasn't going to be able to get the refills back in." It was also reported, "it's turned at an angle to the point that he can't hit the little port place there in the front of it to get the needle in to refill it." The reporter stated they noticed the stitching had come out more "a few days ago" and reported it hurt "like you can't imagine." It was reported the patient's hcp was out of town for six weeks and was having difficulty finding a hcp to address the issue. The device system was being used to deliver baclofen, dilaudid, and marcaine. Additional information has been requested, but was not available as of the date of this report.